Event description:
On (B)(6) 2011, pt reported difficulty using the infusion set insertion device. When the infusion headset is inserted into the device, the adhesive gets ¿messed up¿. When pt inserted the headset into the device on the day prior to the report, there was an unintentional release and the headset shot across the room. The insertion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.